Event description:
Dr fired the endogia and the instrument load was defective, leaving the anastomosis open. Dr repaired opening with 2-0 and 3-0 silk suture, and leaving a gastrostomy tube. The pt started to bleed from the spleen. The surgeon tried to stop the bleeding but was not able to. The spleen was removed.